Manufacturer narrative:
No product is being returned for evaluation.(B)(4)

Event description:
Original surgery was in 2007; the device was removed because the patient has an infection. To clean up the site of infection the device was removed.